Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death, stoke and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was found unresponsive in the nursing home where he resided. 911 was called and the patient was transported to (B)(6) medical center where a CT scan was performed and revealed a large embolic cva. It was reported that the patient was then intubated and taken to the ICU (intensive care unit). There was a family decision to withdraw the patient's care. Pump stopped on (B)(6) 2015. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted post-mortem. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Stroke is a known potential complication associated with all patients implanted with vads. Though no autopsy was performed clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, related patient comorbidities, and anticoagulation therapy. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.